Event description:
It was reported there was an intermittent ventilator failure. No patient injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Manufacturer narrative:
The analysis of the device log file revealed an issue with the vacuum pressure at the reported time of event. This vacuum pressure is needed to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected- in this case a too high vacuum- the software forces a shutdown of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. This shutdown is accompanied by a corresponding alarm; manual ventilation and the monitoring functionalities remain available. There are several plausible root causes for a vacuum pressure error. As during service activities on-site the pressure sample line tubing- connecting the breathing system, paw gauge and tiro back panel- was found to be stretched and the reported issue was solved after replacement of the tubing it can be assumed that this was root cause for the high vacuum and in consequence for the reported ventilator failure. It can be concluded that the fabius gs responded as designed upon a deviation by shutting down automatic ventilation and alerting the user by means of a corresponding alarm. No injury was reported. There have been no further reports since the unit was serviced and returned to use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was an intermittent ventilator failure. No patient injury reported.